Event description:
Customer reported his insulin pump alarmed motor error and then a prime alarm. Then the device started counting up. Customer tried using the device again and insulin started squirting out. Customer's blood glucose is 90 mg/dl. Insulin is squirting out during the manual prime process. The drive support cap is loose. The device was not exposed to a strong magnetic field. The device was not bumped or dropped. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
The pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery, and displacement tests. No motor error alarms were noted. However, the drive support disk was found loose / flush. The pump also had a cracked case at the display window corners, a cracked display window, cracked battery tube threads, and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).